Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation; however, factors such as the patient's age likely played a roll. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25mm valved conduit, implanted in the pulmonary position, was explanted after eleven (11) years, six (6) months due to pulmonary stenosis. No additional details were provided.